Event description:
Transducer fault on (B)(6) 2015 the foreign distributor in (B)(6) reported the following : "on pt, vent was switched out to another ventilator, alarms were functional, no harm to the pt. Exhl press transducer failed at 60 cm h2o." On (B)(6) 2015 the distributor reported that they don't have access to additional information.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 the foreign distributor reported that the device was repaired and returned back into service. However they didn't provide details regarding how the device was repaired. Carefusion requested details regarding the evaluation and repair of the device.